Event description:
In (B)(6) 2010 I was implanted with essure as a form of permanent birth control. I was not informed it has nickel, I was told it was plated with titanium. Since having it implanted I have been in the emergency room at least 10 times for severe chronic pelvic pain, migraines, and constant vaginal bleeding. I had a migraine so intense they thought I was having a stroke. I had not had a migraine previous to essure being implanted.